Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was implanted in an unspecified heart chamber. Following the procedure it was discovered that the patient had developed a pericardial effusion. The patient was transferred to another facility where the effusion was drained. No further details are available. No additional adverse patient effects were reported. The lead remains implanted.